Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. However,visual data of the reported malfunction was provided by the customer. The reported malfunction was observed during review of the visual data. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.